Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working outlets, tandem charging cable and wall adapter, and attempts with different cables and adapters, and the issue did not cause pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement pump, and was sent replacement pump with instructions to return problematic pump using prepaid label within 10 days.